Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Dr. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. The reported device was returned for evaluation and was confirmed to be fractured at its tip. Scanning electron microscopy (sem analysis) was conducted. It was observed that the "center area of the fracture surface showed indications fracture due to torsional overload by exhibiting ductile dimples in different directions." Energy-dispersive x-ray spectroscopy (eds analysis) confirmed the device to be manufactured in conformance with specifications. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously-addressed design issue. The reported device has been recalled, subsequent to the reported event. A product design change has been implemented, and effectiveness has been demonstrated subsequent to the manufacture of the reported device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Medical product - ti-dble lead cort 5.0x32mm scr, cat#: 14-405032 lot#: 680680. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a trauma procedure, the tip of the driver fractured off into the screw head. The screw was then explanted and replaced with a new screw. Attempts have been made and additional information on the reported event is unavailable at this time.